Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, at the second firing during creation of the gastric pouch, the device was stuck at the moment of squeezing; making a sound like crack. The device did not fire. A second reload was connected to the same handle; but the same issue occurred. A second handle with the same reload was used to resolve the issue. No patient injury

Manufacturer narrative:
D10: concomitant product: egiaustnd endogia ultra univ std stap (lot#: p3f0197); egia45avm egia 45 artic vasc med sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.